Event description:
The reporter stated that he did a meter to lab test comparison. The tests were in a fasting state, within minutes of each other. Reported results were 102 mg/dl (capillary) on his meter, and 147 mg/dl (venous) lab test. He did not have any symptoms. During troubleshooting, the reporter indicated that he had never cleaned his meter. A control solution test of 133 (96-144) was in range.